Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding implantation of a 29mm sapien 3 ultra resilia clave in the aortic position. A 29mm sapien 3 ultra resilia valve was inserted into the 16f esheath. The team experienced quite a bit of resistance about a 1/4 of the way through the blue portion of the sheath. The implanters noticed they were making some progress with force through the sheath so they opted not to fluoro the valve. When resistance was no longer felt the team panned down to the valve and noticed the delivery system and valve were prolapsed through the sheath and had perforated the right common iliac. The valve did not make it out of the tip of the sheath. The team quickly took an aortogram and confirmed the perforation but also noticed massive dissections running up to the distal aorta. They inserted an aortic balloon and inflated in the distal aorta to tamponade, however the patient's pressure quickly dropped and became asystolic. Given the extreme high risk to surgery and the lack of percutaneous options, the team made a decision that there wasn't a feasible option to salvage. The team called it and the patient passed away. The team pulled the commander delivery system through the sheath while the valve was pulled off the balloon and stuck in sheath. The esheath was still in place when they picked up patient for morgue. Team quickly discarded the remaining devices.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imaging was reviewed. 3mensio imagery was provided and the following was observed: tortuosity and calcification present in patients right access vessel. Tortuosity and calcification present in patients right iliac vessel. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported resistance was unable to be confirmed as no complaint unit was returned for evaluation and no procedural imagery was provided. 3mensio shows the access vessel size was appropriate for use (minimum luminal diameter greater or equal to 5.5mm for use with the 14f esheath plus) and a steep insertion angle was not used. Available information suggests patient factors (tortuosity, calcification) potentially contributed to the event as the 3mensio review showed tortuosity and calcification. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. The reported liner puncture was unable to be confirmed as no complaint unit was returned for evaluation and no procedural imagery was provided. Available information suggests procedural factors (device manipulation) likely contributed to the event as it was reported that the valve were prolapsed through the sheath and had perforated the right common iliac. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.